Manufacturer narrative:
During the quality investigation, overheating was not duplicated. Further investigation revealed a corroded driveshaft which was identified as the probable cause of the failure. The malfunctioning part was replaced, preventive maintenance done on the device and it was repaired and returned to the customer.

Event description:
A stryker core impaction drill was called in for repair due to overheating during testing. There was no pt involvement; no adverse consequence was reported.